Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and high thresholds. Reprogramming was performed for sensitivity level, and the lead remains in use. No patient complications have been reported as a result of this event.